Manufacturer narrative:
H3: product analysis: product ID# 5485900; lot# kh21k360 visual and functional testing identified that the threads of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inner threads of the extender reduction tower were stripped, and instrument breakage occurred, rendering the reduction tower unusable. There was no patient involved. Additional information was received that the device was only stripped. The device was used numerous times.